Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2017 with the following findings: the pump's black box showed multiple unexplained pump reboot events on 27-sep-2017. The battery compartment was found to be cracked. The battery cap was fastened and then unscrewed a half turn with no pump reboots occurring. The prime steps were performed with no issues. The alleged power issue could not be duplicated during the investigation.